Manufacturer narrative:
During investigation a leak test was performed, and leakages were observed along the fluid path. Fluid was observed to divert through a tear in the exposed portion of the soft cannula, and as a result fluid was unable to exit the distal tip of the soft cannula. Although damaged was observed to the soft cannula, the timing and cause of the damage cannot be determined. Blood was observed on the adhesive pad. Investigation found that the formed needle was visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which indicates that the hard cannula was improperly installed. The exposed portion of the formed needle was found to be bent. The exposed formed needle and damage to the formed needle contributed to the blood on the adhesive pad. No other defects or deficiencies were found that would result in a failure of the device.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 308 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother reported bg levels remained high despite the delivery of boluses. Ketones were also tested and results were negative. As treatment, a manual injection of insulin was delivered and a patient drank water.